Event description:
The customer alleged that images from wall detector are grainy and not usable for small anatomy and extremities.

Manufacturer narrative:
The investigation is currently ongoing and conclusions will be sent in a f/u report to the FDA. (B)(4).